Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling appears to be related to operation circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during the initial retraction of the guide wire, the teflon coating became scratched and damaged against the torque devices used and/or other accessory devices used in the procedure causing the appearance of peeing. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received, but investigation is not complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported this was a procedure to treat the anterior tibial artery. The command es guidewire was inserted and advanced to the target lesion without issues. The guidewire was then removed without issues and was wiped down in an attempt to reuse the guidewire. However, it was observed the teflon coding started to come off in tiny pieces. Therefore, the guidewire not use and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.